Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has exhibited low and varying pace impedances. The lead was previously tested at a device change out procedure due to the change in impedances, but thresholds and sensing were stable, so the lead was left in service. However, the pace impedance values have now gone out of range and are less than 200 ohms. Boston scientific technical services (ts) discussed this could be due to insulation degradation. At this time, the lead will be monitored and remains in service. No adverse patient effects were reported.